Manufacturer narrative:
On (B)(6) 2018, the recipient reportedly underwent repositioning surgery and skin flap repairment. The recipient was prescribed keflex (500mg) 3 times a day for 21 days. The recipient experienced further breakdown and device extrusion. On (B)(6) 2018, the recipient's device was explanted. The recipient was prescribed bactrim for 14 days. The recipient is healing well. The external visual inspection revealed the electrode was severed at the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is still healing, however, additional information regarding recipient status will not be provided. This is the final report.

Event description:
The recipient is reportedly experiencing skin breakdown and a staph infection. The recipient was prescribed bactrim. The recipient was recommended device non-use. Revision surgery is under consideration.